Manufacturer narrative:
Follow-up #1: date of submission 04/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/22/2016 with the following findings: a review of the pump¿s black box showed loss of prime warnings with low non-zero force. During testing, the pump successfully completed the rewind, load cartridge, and prime steps successfully with no loss of prime warnings occurring. The pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump was opened and no damage was found to force sensor circuit. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.